Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display during dwell 2. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The tsr explained the alarm and the caregiver (cg) stated that the spare line's clamp was left open. The tsr advised the hp to inform the nurse about the alarm. The hp was to resume the night's therapy manually. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be an open clamp on an unused supply line. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.